Event description:
On (B)(6) 2024, a customer reported to the manufacturer's technical service that the bed exit monitoring system was triggering an alarm immediately upon arming. The site's technician initiated troubleshooting, but the issue remained unresolved. Troubleshooting was scheduled to continue the following day, and the medical staff continued to use the device. On (B)(6) 2024, during troubleshooting, the site's technician informed the manufacturer that a patient had fallen from the bed the previous night (exact date and time not disclosed). The bed activity log confirmed that the bed exit monitoring system was activated at 21:03 and an alarm was triggered at 8:41.